Manufacturer narrative:
The field service engineer (fse) conducted a site visit and was able to confirm the reported event by observing the error log. The fse was also able to reproduce the complaint by attempting to run samples. The fse resolved the issue by testing the level sense and clog sense. The fse also observed the diluent prime and found it to be pumping weakly. The fse replaced the diluent pump. The instrument was validated by performing a quality control (qc) and the results passed and was within published ranges. The aia-900 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review for similar complaints were performed for the serial number (B)(4) from 15jan2020 through aware date (B)(6) 2021. There were no similar complaints identified during the searched period. The aia-900 operator's manual under section 12 flags and error messages states the following: error message: [2105] diluent suction error. Cause: the tip did not touch the liquid level during suction of the diluent. A retry will be carried out, and if there is no improvement a ds flag will be attached to the measurement result. Action: if the trouble reoccurs, contact the tosoh local representatives. Check the diluent, the adjustment of the suction position, the liquid level detection sensor s053, the liquid level detection operation, and also the liquid level detection sensitivity. The most probable cause of the reported event was failure of the diluent pump.

Event description:
Customer reported an error 2105 di suction, sp and mf flags on vitamin d and ipth quality control (qc) in the morning. The diluent has sufficient volume and expires on february 28, 2021 with no air bubbles seen in the line. Customer is able to perform an all set home but received the flag when the aia-900 analyzer was trying to aspirate sample. A field service engineer was dispatched to address the reported issue which caused a delay in reporting intact parathyroid hormone (ipth) patient samples. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.